Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer was obtaining integrated multi-sensor technology (imt) errors due to an insufficient or excess diluent in port. The customer changed the imt diluents, primed the fluids and ran quality controls and precision testing, which were acceptable. The cause of the discordant, falsely elevated sodium, potassium and chloride results on five patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on five patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. Samples (B)(4) were repeated twice on the same instrument, resulting lower both times. There was insufficient volume of samples to perform a repeat run for samples (B)(4). The corrected results were reported to the physician(s) for samples (B)(4). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium and chloride results.